Event description:
Tenotomy scissors tip broke off into pt's wound when being used. Oec used to locate and retrieve broken piece. Verified removal by video visualization. Dates of use: 2 hours approx; (B)(6) 2010-(B)(6) 2010. Diagnosis or reason for use: equinus contracture, right ankle.